Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that battery compartment broke when changing battery. Battery cap was also damaged. Customer's blood glucose was 127 mg/dl. Customer was advised that insulin pump would need to be replaced.